Event description:
Malfunctioning of mel-el cochlear implant and need to be re-implanted after defective implant removed. I am not getting sound from the defective cochlear implant and it is causing really bad headaches and facial twitching among some of my side effects. Dates of use: 2009. Diagnosis: deaf.